Event description:
On (B)(6) 2011 I had essure implanted. The procedure was uncomfortable but seemed to feel ok after a couple days. Over the course of a few months, my blood pressure began to rise. My hsg was done (B)(6) 2012 confirming the tubes were blocked. On (B)(6) 2012 I went to the ER because of my high blood pressure and racing heart. The ER ran blood work with everything coming back normal except my potassium was slightly low. They gave me meds to lower my blood pressure and advised to see my family doctor. Doctor ran labs and could not tell what caused the sudden blood pressure issues. My doctor put me on blood pressure meds and I still take them to this day. I have had a wide range of health issues since getting essure. I have constant headaches, break out in rashes, hot flashes, severe pelvic, abdominal and back pain. My heart races, I have fluttering in my stomach, blood clots, I cannot sit down without pain, my skin is very dry and itchy. I get dizzy and have blurred vision often, I constantly have the taste of metal in my mouth. I get a burning feeling near where my tubes are. I twitch often. After being implanted, symptoms slowly started happening and continue to get worse and worse. I'm at the point now that I cannot lift my two year old son without it bring me to tears.